Event description:
The customer reported via phone call that they had to bolus three times because their insulin pump would shut off. The customer also reported a no delivery alarm. Customer's blood glucose was 191 mg/dl at the time of incident. Troubleshooting did not occur at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.